Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "primary alarm failed" (diagnostic code 1102) had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "primary alarm failed" (diagnostic code 1102) had occurred. The remote service engineer (rse) advised to ohm the speaker connected to the motor controller (mc) printed circuit board assembly (pcba) to 6.8 or 9.2 ohms. The rse then advised if the speaker was out of tolerance, then a replacement of the speaker was required. The rse provided the customer with the part number of the speaker assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.